Event description:
Boston scientific received information that this patient was hospitalized due to falls that were not cardiac related. Upon interrogation, a decrease in the impedance measurements to 200 ohms was noted on the right atrial (ra) lead. Additionally, there was noise and oversensing on the ra lead. The device was reprogrammed to vvir to resolve the issue. No intervention was planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.